Manufacturer narrative:
An event regarding disassociation between an accolade stem and metal head involving a trident shell was reported. Review of the medical records by a clinical consultant confirmed malposition of the trident shell. Method & results: product evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 03 january 2019 which indicated: the shell was returned for evaluation. Biological fixation was observed on the shell. Clinician review: a review of the provided medical records by a clinical consultant indicated: cup malposition in low inclination with additional inappropriate use of a 10° cup liner in a cup shell with already low inclination has contributed to an overload condition in the arthroplasty leading to excessive corrosion in the taper junction with gradual loss of taper lock functionality and ultimately disassociation between femoral head and trunnion requiring revision surgery. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: an event regarding disassociation between an accolade stem and metal head was reported. Review of the provided medical records by a clinical consultant confirmed malposition of the trident shell. The shell was returned for evaluation. Biological fixation was observed on the shell. The medical review revealed: cup malposition in low inclination with additional inappropriate use of a 10° cup liner in a cup shell with already low inclination has contributed to an overload condition in the arthroplasty leading to excessive corrosion in the taper junction with gradual loss of taper lock functionality and ultimately disassociation between femoral head and trunnion requiring revision surgery. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient required a hip revision. Update; per received images, it appears the trunnion is worn and head dislocated. Update: as per medical review conclusion: cup malposition in low inclination with additional inappropriate use of a 10° cup liner in a cup shell with already low inclination has contributed to an overload condition in the arthroplasty leading to excessive corrosion in the taper junction with gradual loss of taper lock functionality and ultimately disassociation between femoral head and trunnion requiring revision surgery.